Event description:
The patient experienced an inflammatory mass. The patient had three 3 visits to the hospital and 3 magnetic resonance imaging (MRI) for a granuloma to be diagnosed. The system was explanted by a neurosurgeon. The patient¿s last visit to the hcp was (B)(6) 2014 for a refill. The drugs in the pump and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had a granuloma in his spine. The consumer stated that the granuloma was where the pain pump was implanted. The consumer stated that the patient never should have been implanted with the pump. The consumer stated that the granuloma was so large and the patient only had 20 percent of his spinal fluid going to the bottom part of his body. Consumer stated the spinal cord was displaced and pushed over which was how large the granuloma was. It was stated that the healthcare professional (hcp) told the patient that this was the largest granuloma he had ever seen. Consumer stated they had a second opinion and they also told the patient that it was the largest he had seen as well. Consumer stated they then found out that he never needed the pain pump because the patient had a pars defect that he needed back surgery for and the pain hcp that put the pump in should never put the pump in. The pump was removed. No further complications were reported.